Event description:
On an unknown date in 2001, a patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2014 the physician reported to the project manager that he suspected endotension in the patient with an increasing aneurysm diameter (amount of increase is unknown). On (B)(6) 2014 a reintervention took place to reline the device. The patient tolerated the procedure.

Manufacturer narrative:
Additional device used: pc-14-00/0026214-03. Results: a review of the manufacturing records for the device is currently in progress.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis.